Manufacturer narrative:
Advanced bionics considers this reportable event as closed. The company was informed that the patient's reported symptoms were resolved; no other medical intervention was required. The device remains implanted. This is the final report.

Event description:
The patient reportedly experienced a decrease in sound performance. External equipment was exchanged and programming adjustments were made. Patient was diagnosed as having both vestibular neuronitis and labyrinthitis in his left ear. On (B) (6) 2009, patient was prescribed medrol for six days and valacyclovir for thirty days. The patient's reported symptoms were resolved.